Manufacturer narrative:
E1: initial reporter phone: (B)(6). Good faith effort attempts were made to try and retrieve device return and additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a shaft break occurred. The 85% stenosed target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery (lad). A 3.0mm x 15mm quantum maverick was advanced for dilatation. However, during the procedure, the shaft break occurred. The procedure was completed with a different device. No patient complications were reported.